Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The existing aus, which was implanted over ten years ago, was explanted and replaced with a new aus. No leaks were found in the explanted aus. There were no patient complications during the procedure, and the patient was reported to be healing. The explanted aus was returned and analyzed.

Manufacturer narrative:
Investigation results: an overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The existing aus, which was implanted over ten years ago, was explanted and replaced with a new aus. No leaks were found in the explanted aus. There were no patient complications during the procedure, and the patient was reported to be healing. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.